Event description:
It was reported a patient had an initial right total knee arthroplasty followed by a revision 7 years later due to aseptic loosening. Subsequently, the patient began to experience pain over the pes bursa and was initial prescribed nsaids and physical therapy for pes anserinus bursitis. The patient received a cortisone injection sixteen months post revision. All implants remain in place and at the two-year follow-up, reports no pain.

Manufacturer narrative:
(B)(4), customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products 42540200029 persona all-poly patella cemented 29 mm dia lot# 64843582. 42560007514 persona stem extension tapered cemented 14 mm dia +75mm l lot# 65042512. 42542006702 persona tibia fixed cemented right size d lot# 64960944. 42522800410 persona articular surface fixed bearing (cck) right 10mm lot# 64751747. 42560007514 persona stem extension tapered cemented 14 mm dia +75mm l lot# 65042512. 00590103548 hex head screw 3.5mm x 48mm lot# 64709940. Unk stryker cement x 4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and antiinflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.